Event description:
The neurosurgeon contacted the sales rep to report he was placing the catheter on a pt. While pulling back on the catheter the catheter broke and 3cm remained in the pt's cranium. It is unknown at this time what type of treatment was rendered or if the broken catheter was retrieved from the pt. It is unknown if the pt required another intracranial pressure monitoring device. The neurosurgeon was irate at this occurrence and is requesting an investigation. The catheter part which was in the surgeon's hands will be returned for eval. The sales rep sent e-mail in 2004 to clarify the identity of the devices as ins-8220.